Event description:
Repore received of no audible alarm tone. The pump was returned to the biomedical engineering department from the medical surgical floor with an unsigned note that stated, "broken". No specific patient information, pump programming, or event details were available. During testing by the biomedical engineer, the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use.